Event description:
Kabbasch c, mpotsaris a, reiner m, liebig t. Web as part of a multimodality treatment in complex, large, and partially thrombosed in tracranial aneurysms: a single-center observational study of technical success, safety, and recurrence. Journal of neurointerventional surgery. 2016;8(12):1235-1239. Doi:10.1136/neurintsurg-2015-012126 medtronic literature review found a report of aneurysm recurrence in association with a pipeline embolization device. The purpose of this article was to carry out a retrospective analysis of an experience with the woven endovascular bridge (web) as part of a complex treatment in conjunction with other implants to assess the efficacy and safety of this technique. Among 43 aneurysms treated with the web between may 2011 and august 2015, eight complex, large, wide-neck aneurysms were treated in conjunction with other implants (additional webs, coils, stents, flow diverters). Six of these eight aneurysms were partially thrombosed intracranial aneurysms (ptias). One of the 8 patients was treated with a medtronic device (pipeline). The age of the patient was the sixth decade. The patient's values for height, diameter of the dome, and neck width were, respectively, 28.1/16.3/4.7mm. Two large webs were combined with coiling of the distal portion of the dome as well as coiling of the neck and sealing of the neck with a single pipeline embolization device flow diverter initially. Aneurysm occlusion class was evaluated according to the raymond¿roy occlusion classification. The article does not state any technical issues during use of the pipeline device. The following post-procedural outcomes were noted: - ptias recurrence and re-treatment. Raymond-roy was class I after treatment, but class ii at 3 1/2 month follow up. Recurrence occurred alongside the web with a compartment or channel formation within a pre-existing intra-aneurysmal thrombus. Two additional pipelines were implanted; the 1-year control shows complete occlusion and the patient largely recovered from his neurological symptoms.

Manufacturer narrative:
G2: citation: authors: kabbasch, c., mpotsaris, a., reiner, m., <(>&<)> liebig, t.. Web as part of a multimodality treatment in complex, large, and partially thrombosed intracranial aneurysms: a single-center observational study of technical success, safety, and recurrence. Journal of neurointerventional surgery 12 2016. Doi:10.1136/neurintsurg-2015-012126 acceptance date used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.